Event description:
A broken lateral entry femoral nail was reported. The original implantation procedure was performed on an unknown date in 2012 to treat a pathologic femoral fracture. The patient reported pain on an unknown date and the surgeon performed the explant surgery on (B)(6) 2013. The surgeon removed the femoral nail, one 105 mm locking screw, one 95 mm locking screw and a third screw of unknown dimension. There was no complaint alleged against the screws. There were no reported complications during the explant surgery and no report of patient injury. The patient was revised with a trochanteric fixation nail and associated hardware. Explanted parts will not be returned by the customer facility for evaluation. This report is for one, 10mm ti lateral entry femoral recon nail-ex/380mm/lt. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The implant date of the complaint product and associated hardware was reported as an unknown date approximately one year prior to (B)(4) 2013. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided.